Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfil reporting requirements per 21 c.f.r. Part 803. According to the report, none of the adverse events mentioned in the pmcf report are associated with the usage of allevyn gentle border lite dressings during the patient's treatment. Furthermore, the study may contain information that is unrelated to the device of study. The third-party contractor responsible for this pmcf has verified that this study will be repeated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on a post-market clinical follow-up activity review ¿post market clinical follow-up (pmcf) report for allevyn gentle border lite¿, one (1) patient had a pressure injuries grade four (4) in the sacrum during an unknown treatment that took thirty (30) days using allevyn gentle border lite. The adverse event was treated with daily dressing changes, irrigation, debridement as needed, and foam dressing. During the treatment, the pressure injury was not resolved. The patient outcome is unknown. This incident was noticed in a retrospective post-market clinical follow-up activity (pmcf) where anonymized data summarizing outcomes were gathered retrospectively; therefore, additional information is not known.